Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced during a device replacement procedure.